Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: only instrument used through the epigastric port: monopolar hook. The clip applier was removed correctly from its packaging by the scrub tech. The surgeon used the correct technique to insert the clip applier through the trocar. To place the clips, he squeezed plastic to plastic, without tension/pressure to the tissue. Two clips were placed. The surgeon cut in between the clips with reusable scissors. A clip was found on the liver bed, looked as though misfired, and seemed to have came off the cystic artery stump. It looked as though it had scissored. The surgeon applied a new clip to the cystic artery stump and proceeded with the surgery. Upon removal of the gallbladder, another clip was found in the liver bed. This clip was found open. It also looked as though it had come off the cystic artery stump. The surgeon decided to switch to a competitor clip applier. The clips are wrapped in tissue and tape and will be returned alongside the clip applier. Description from form submitted by email on 11jul2018: set up: 1x reusable 10 mm umbilical port 2x kii fios advance fixation (one epigastric, one right lat) instruments used in epigastic port: hook, clip applier, scissor, suction/irrigation clip applier removed from packaging in correct way, yellow tabs removed from handle and jaws and passed to surgeon. Surgeon inserted down 5 mm trocar, loading the clip under vision, applied to the cystic artery and closed the clip, plastic to plastic with minimal tension on the structure then pulled back clip applier into view and repeated the process a further two times, proceeded to cut the artery using scissor. Then used combination of monopolar hook and suction/irrigation to further dissect out the cystic duct. At this point noticed a clip on the liver bed which had scissored and come off the cystic artery stump (retrieved clip and retained for return). Applied a replacement clip utilising the correct technique. Then applied 4 clips on the cystic artery and divided, no issues. Begun detachment of gallbladder from the liver bed and noticed a second clip on the liver bed, upon checking, this too was from the cystic artery stump. Surgeon switched to a competitor device. Additional information received from sales representative by email on 11jul2018: the clips were not placed that close to one another (two on the patient side fairly close, with approximately just over one clip thickness between them) one clip approximately 3-4 mm away from the patient side clips. Type of intervention: retrieval of fallen clips, replacement of clips, switch to competitor product. Patient status: no patient injury, no known complications.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two fired clips. Both returned clips were malformed. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by clip application technique. The instructions for use (IFU) states "excessive twisting or torquing may lead to a malformed clip" and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.